Event description:
As a hosp physician attempted to inject saline into the biopsy port of a pediatric bronchoscope, fluid leaked out of an maj-209 disposable suction valve event though the valve was not depressed. When the suction tubing was pinched, fluid leaked from the valve and onto the physician's hand and the pt's head.